Event description:
It was reported, an auditory notification alert was observed on the device and the remote monitoring of the device was not working as intended. The patient presented in clinic, upon interrogation, the device was found to be in back up mode. The back up mode was suspected to be due to an MRI that was performed without programming the device into MRI mode. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable and will continue being monitored.